Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a business partner. It was reported that gablofen was being used in the patient's pump. It was unknown on what date the patient started using baclofen. There was no change in the baclofen dose due to the event and the baclofen was not discontinued due to the event. The withdrawals that were localized in the pelvis were clarified to be burning, pruritus, and an increase in tone. With a new pump and catheter the symptoms resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner. It was reported that the system was replaced on (B)(6) 2015. It was reported that the patient's medical history included difficulty with her gait pattern due to spasticity in the lower extremities. It was noted that the patient was in college at the time and did not want to take any oral medication that would interfere with her cognition and state of alertness and that is the reason the pump was used. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump issue was not determined. The patient was not weighed and the pump was sent to pathology.

Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that they had to replace the pump early due to withdrawal and possible catheter issues. The withdrawal had come on gradually beginning on (B)(6) 2014 and was ¿localized in the pelvic region¿ which was why they didn¿t think the patient was going through withdrawals. They sent her to 7 specialists and the last 2 specialists told the doctor that there was something wrong with the pump. They thought there was a catheter malfunction but when they replaced it, they did not see anything wrong with the catheter. Per the patient, there was something wrong with the pump. Once the second specialist said they thought it was due to the pump, they replaced the pump and catheter and the patient had been fine ever since. They had to reduce the medication significantly. The patient believed that the baclofen dose at the time of the event was 310 mcg/day. The concentration was unknown. No further patient complications have been reported as a result of this event.